Event description:
The user reported that during cardiopulmonary bypass, the device switched to operating on battery backup power, only 9 minutes of backup operation were indicated. Seconds later, the pump system shut down. The pump was hand cranked for 5 minutes while the operator restarted the pump system. The procedure was finished without problems for the patient. There was no reported adverse consequence to the patient as a result of this event.